Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The physician observed that the 4.0x24mm promus element stent was flared when it was pulled out of the package. The procedure was completed with another 4.0x24mm promus element stent. No patient complications were reported and the patient's status is stable.